Event description:
During the atrial fibrillation procedure, an air leak occurred. The sheath was inserted into the heart and mapping was performed. When the sheath was flushed, air was aspirated. Aspirating air was performed several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air movement into the body was not identified.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.